Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50 and then 40's mg/dl. The customer reported that he was getting low and stated the he does not use the bolus wizard. The customer was assisted with troubleshooting on the issue related to sensor calibration error and change sensor errors. The sensor was returned for analysis.